Event description:
Procedure: gynecology. Reportedly, when the surgeon pushed the pouch out inside the pt cavity, they noticed the perforated line had already been torn. The procedure was safely completed using another endo catch gold.